Event description:
Locking screws failed to engage in the three distal locking holes causing poor fixation. The screwdriver also did not disengage from the screw properly and required a mallet to separate. Because the screws did not lock in properly, this placed undue stress on the fixation. This should be considered a product failure, as the locking screws failed to lock into the plate as intended.